Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the needle separated from hub and the patient was stabbed immediately. The following information was provided by the initial reporter. The customer stated: ¿when the nurse was taking blood for the patient, the needle separated from hub and the patient was stabbed immediately.¿

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the needle separated from hub and the patient was stabbed immediately. The following information was provided by the initial reporter. The customer stated: ¿when the nurse was taking blood for the patient, the needle separated from hub and the patient was stabbed immediately.¿

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos and 1 video were provided for investigation. The photos and video were reviewed and the indicated failure mode for loose IV shield was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode.